Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 265 units. Reportedly, the cartridge was filled with 400 units of insulin. Blood glucose level was 241 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.